Event description:
It was reported that the device entered backup vvi status. Device explant was discussed. The patient has been lost to follow-up since this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.